Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a closure issue postoperatively. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient information: requested, not provided. D6b: explanted date: unknown if the device was explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that approximately 48 hours after the coronary angiography procedure, massive bleeding occurred from the vascular access site (left superficial femoral artery) secured by the angio-seal device. The bleeding required the transfusion of blood products and urgent surgery and was a threat to the patient's life and health. After implantation of the device and before the incident, the patient had a computed tomography (CT) scan of the peripheral arteries (for other indications) performed, showing normal flow in the vessel, which indicates that the device implantation procedure was normal and the loss of its function after 48 hours. Serious injury to the patient. Follow-up treatment needed for the patient. Additional information was received on 03dec2024: the procedural sheath size used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device. Hemostasis was initially achieved by the angio-seal device. The patient was stable following surgery. Arterial patch + endarterectomy was performed during surgery to treat the patient. The patient does not have a history of a bleeding disorder. The patient is on daily blood thinning medication: asa, clopidogrel, lmwh. Medication and dosage: asa 75 mg, clopidogrel 75 mg, enoxaparin 20 mg. There were not multiple sticks to gain arterial access. The posterior wall was not punctured. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. The patient had blood thinning medication, thrombolytics, and platelet aggregators during the procedure: asa 75. The type of bleeding was a hematoma, device failure (according to surgical record). Testing was not needed to diagnose the bleeding; it was massive bleeding.